Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-04883 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, there was some resistance experienced during advancement of the commander delivery system with valve through the 14fr esheath+. The resistance was noted to not be unusual. After the delivery system with valve exited the tip of the esheath+, one of the valve struts was observed to be perpendicularly bent. A decision was made to withdraw the entire system and prepare a new system. The second system was prepared and there were no issues during the second implant attempt as the second valve was implanted successfully. The patient was noted to be doing well post tavr procedure. The valve device was returned for evaluation. Evaluation of the returned device revealed two struts bent outwards at the outflow side and one bent strut outwards at the inflow side.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned valve device revealed a crimped valve with one valve frame strut slightly bent outward at the inflow side and two valve frame struts bent outwards at the outflow side. The valve was expanded, and the bent strut corrected itself upon valve deployment. The valve leaflets were noted to be wrinkled and dehydrated due to the storage condition (prolonged crimping) during the return handling process. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve frame damage was confirmed based on evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, during the tavr procedure, there was some resistance experienced during advancement of the commander delivery system with valve through the 14fr esheath+. The resistance was noted to not be unusual. After the delivery system with valve exited the tip of the esheath+, one of the valve struts was observed to be perpendicularly bent. In this case, it is possible that excessive device manipulation may have been applied on the device during the procedure. The maneuver to overcome the resistance/friction felt during device insertion and withdrawal can lead to interaction between the crimped valve, the esheath+ and/or patient access vessel and result in the strut damage at the inflow side during insertion and outflow side during withdrawal. As such, the available information suggests that procedural factors (excessive device manipulation and withdrawal of crimped valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.